Event description:
Caller reported experiencing a cartridge alarm 30. Customer's blood glucose level did not exceed 500 mg/dl and was within normal range. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. Customer will continue to use current pump for insulin delivery.